Manufacturer narrative:
The hill-rom technician found all four casters not holding due to the brake caster mechanisms are worn out. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all four casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in ed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).